Manufacturer narrative:
Upon visual evaluation of the image provided in the complaint, the implant was observed deflated. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device number (B)(4), and no non-conformances were identified. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a mentor smooth round moderate profile 250cc saline prosthesis experienced left sided deflation post procedure. As a result, replacement with a new mentor smooth round moderate profile 250cc saline prosthesis was performed on (B)(6) 2021.

Manufacturer narrative:
The impacted product was received by the failure analysis lab on april 1, 2021. The investigation of the returned device was completed by the failure analysis lab on april 13, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak test of the returned device. Visual analysis of the returned sample revealed that the breast implant had a crease/fold on the anterior view extending to posterior view. Leak testing was performed, according to mentor procedures, and it identified a tear within the crease/fold on the posterior aspect measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in deflation at a later time. Breast implants may also simply wear out over time. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).